Event description:
It was reported that on (B)(6) 2006, the surgeon performed a t8 vertebroplasty with a posterior spinal fusion from t6 to t10 with instrumentation, inserting two steel rods, eight screws and using rhbmp-2/acs and that the surgeon did not remove the tumor. Following the surgery, patient's pain became worse. It was reported that the patient now experiences constant back pain and muscle spasms that sometimes last up to twenty minutes at a time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.